Event description:
The user facility reported that pentax.eg-1690k.video gastroscope failed in case with broken angulation wire after just being repaired resulting in procedural delay. No report of injury.

Manufacturer narrative:
During procedure, the angulation wire broke resulting in a procedural delay that was somewhere between 15-45 minutes. The patient was under anesthesia at the time of the incident. There were no reported injuries. Under previous repair, (B)(4), the angulation system was overhauled. Overhaul angulation service includes the installation of wire stoppers on the angulation wire via solder. Pentax.eg-1690k.video gastroscope was returned to ims (B)(4) lab on 08/18/2022 for evaluation. Upon investigation, it was determined that the likely cause of the angulation wire failure was due to improper solder joining the angulation wire to the wire stopper however, the lab was unable to completely rule out the possibility of excessive force being applied at angulation point during use. As a safety precaution and to prevent reoccurrence, the repair technician was re-trained on swi-flex-404 "overhaul angulation without tensioner" revision 1. Repair service ang002-angulation adjusted w/stoppers was performed on the device and passed outgoing quality control inspection on 08/23/2022.